Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(4) 2013. She reported that a washer fell into her mouth while using device. Multiple attempts were made to reach the customer via telephone unsuccessfully.

Manufacturer narrative:
Health and life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively. The root cause of this complaint cannot be identified, since the device was not returned.